Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID {d-evolutfx-2329}; product lot number {0012272629}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} updated data: d10., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the valve was fully released, a dislodge occur red. The valve moved towards the left ventricle and severe insufficiency was observed. Subsequently, a second valve was implanted in the patient.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID {d-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} image review: 3 fluoroscopic cine loops of the procedure were provided for review. The valve dislodged into the left ventricular outflow tract (lvot) before the valve was fully deployed. A second evolut frame has been implanted into the first one. A severe aortic regurgitation is visible with unclear origin. Prosthetic valve migration/embolization is listed in the instructions for use as one of the potential adverse events and repositioning precautions. Migration / valve dislodgement of the valve can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-balloon aortic valvuloplasty complications. Since the paddle attachment slightly dove after the first paddle release, too high forward tension may have been administered during valve release and this may have contributed to the valve dislodgement. However, without further information, it remains unclear which of the above listed possible reasons may have caused the valve dislodgement in this case. Also, the implant team could have attempted to snare the evolut frame up into the ascending aorta and park it there. It may also have been beneficial to fixate the first valve during the implantation of the second one with a snare. Either may have prevented the severe insufficiency from developing subsequently. It is unclear what further steps were taken by the implant team to proceed. The patient summary was provided for anatomical review. The evolut fx 29 mm was the right valve size chosen for the measured annulus size. It also demonstrates that the lvot and annulus did not differ much in perimeter. Updated data: b5. D10. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the valve was fully released, a dislodge occur red. The valve moved towards the left ventricle and severe insufficiency was observed. Subsequently, a second valve was implanted in the patient. Additional information was received that neither a pre-implant nor post-implant balloon aortic valvuloplasty were performed. The valve was deployed over a medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter. Prior to the dislodgement, the depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Following dislodgement, the depth was more than 13 mm on the ncc and lcc. The insufficiency noted was paravalvular leak.